Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 99% stenosed lesion in the distal left anterior descending (dlad) artery. A 2.75x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without issue and inflated one time to the rated burst pressure (rbp) of 18 atmospheres (atm), when the balloon ruptured. The bdc was removed, and a same size non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.